Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera worked normally during boot up, instrument verification and an extended period of navigation. Unable to reproduce issue, system performs as intended. Logs archived and sent to technical services by box account. Multiple procedures have been performed using the system since the checkout without any camera or tracking issues. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the imaging system scan transferred to the navigation system, the camera communication was lost. Red x on camera icon, and a "localizer not connected" message. User checked external connecting and confirmed it was connected. Rebooting the system resolved the issue. This occurred intra/peri-operatively with a 10 minute delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Patient sex updated to proper value. Additional information: the logs were received and reviewed by medtronic. Within the logs provided, no communication issues were found between the navigation system and the camera on the date of the reported event. If information is provided in the future, a supplemental report will be issued.